Manufacturer narrative:
We received one 746f8 catheter with attached monoject 1.5cc limited volume syringe for examination. The reported event of incorrect value was not confirmed. No fault messages showed up on the laboratory vigilance ii monitor when the catheter was connected. The catheter passed in-vitro calibration on the vigilance ii monitor. The thermistor was found to read 37.1 c when submerged into a 37.1 c water bath. The catheter ran cco in 37.0 c water bath on the vigilance ii monitor for 5 minutes with no error. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. Resistance value of thermal filament circuit was measured and found to be within specification. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage was observed from the catheter body or returned syringe. Lot number was not provided, therefore review of the manufacturing records could not be completed. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.

Event description:
It was reported that the catheter was measuring a cardiac index of 1.4 in a post -op open heart patient. Epinephrine was used to correct this value and the patient became hypertensive. The clinician believed that the value was incorrect, as the fick method was used to calculate an estimated cardiac index. There was no patient injury reported. Additionally, the cardiac index readings seen in the or were correct with this same catheter. It was only after connection to the monitor in the ICU that the readings were in question. The same results were seen with two different monitors.